Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The screws likely fractured due to fatigue. It was reported that the patient suffered a fall, which may have contributed to this incident. Our investigation of the product and review of the manufacturing and inspection records revealed no manufacturing discrepancies or material defects, nor did it reveal any contributing information/trends.

Event description:
On (B)(6) 2016, it was reported to k2m, inc. That a revision surgery took place in which fractured everest screws were removed. The patient reportedly had fractured screws approximately 8 months post-op. Revision surgery took place (B)(6) 2016.